Event description:
It was reported that the patient presented in hospital for follow up, it was noted that the atrial lead was dislodged confirmed through image. The lead was explanted and replaced successfully. The patient did not experience any adverse consequence.

Manufacturer narrative:
Analysis was normal, no anomalies were found.